Manufacturer narrative:
The pump was received with intermittent buttons due to a flattened up arrow, down arrow, esc button and act button dome switches. The pump also had minor scratched on the lcd window.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The buttons were unresponsive. Her blood glucose level was 150 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.